Event description:
It was reported that deflation failure occurred, resulting in patient death. The target lesion was located in the proximal left anterior descending artery (lad). A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment and placed in the proximal lad. However, the device would not deflate. Re-inflation attempts were made followed by deflation attempts, and approximately 30 seconds to one minute of wait time before attempting to remove the device. However, patient experienced chest pain and all equipment was removed. The patient was stable post procedure with a non-boston scientific heart pump implanted. Unfortunately, patient died. It is unknown if the device or procedure were a cause or contribution to the patient death.

Manufacturer narrative:
B2 date of death: either (B)(6) 2025 as it was reported the patient 'died over the weekend'.

Event description:
It was reported that deflation failure occurred, resulting in patient death. The target lesion was located in the proximal left anterior descending artery (lad). A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment and placed in the proximal lad. However, the device would not deflate. Re-inflation attempts were made followed by deflation attempts, and approximately 30 seconds to one minute of wait time before attempting to remove the device. However, patient experienced chest pain and all equipment was removed. The patient was stable post procedure with a non-boston scientific heart pump implanted. Unfortunately, patient died. It is unknown if the device or procedure were a cause or contribution to the patient death. It was further reported that the balloon deflation was approximately 20-30 seconds and in emdr tw# (B)(4) that the patient subsequently died of unknown cause sometime during the next two days.